Event description:
The customer reported that the insulin pump had an error alarm. Troubleshooting was performed. The customer stated that he did not change the battery prior the alarm, nor did he press the activate button while a bolus was delivering as he was asleep. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.